Manufacturer narrative:
(B)(4). Ogura, k., yakoub, m.a., boland, p.j., healey, j.h. (21 apr 2021). Finn/orthopaedic salvage system distal femoral rotating-hinge megaprostheses in oncologic patients. The journal of bone and joint surgery, inc. 103 (8), 705-714. Http://doi.org/10.2106/jbjs.20.00696. Concomitant devices - unknown orthopedic salvage system tibial stem; unknown orthopedic salvage system femoral stem ;unknown orthopedic salvage system femoral component ;unknown orthopedic salvage system tibial tray ;unknown orthopedic salvage system tibial bearing ;unknown orthopedic salvage system yoke ;unknown orthopedic salvage system axel catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bushing ; unknown orthopedic salvage system femoral bushings. Correspondence author: the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01082, 0001825034-2022-01083, 0001825034-2022-01084, 0001825034-2022-01085, 0001825034-2022-01086, 0001825034-2022-01087, 0001825034-2022-01088, 0001825034-2022-01089, 0001825034-2022-01090, and 0001825034-2022-01091 . Insufficient information.

Event description:
It was reported that one-hundred twelve patients underwent knee arthroplasty revisions to address infection post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.